Event description:
Provider states that first it would not turn off then it would not turn on and is working now. No injury. Please note any further information received will be provided in a supplemental report.